Manufacturer narrative:
Unit received with intermittent button response due to light moisture damage to keypad traces. Unit received with minor scratches on lcd window and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that the insulin pump's act and down arrow buttons were sometimes unresponsive. She had to press the buttons repeatedly. Customer's blood glucose level was 83 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.